Event description:
Customer reported a tilt error on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the image intensifier cover screws. System operates as intended. This MDR is related to ge healthcare complaint number.